Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a left total hip arthroplasty and was implanted with a rejuvenate modular hip system. It is further alleged that the patient underwent revision surgery and passed away on (B)(4) 2013.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown rejuvenate modular neck. Additional information has been requested and if received, will be provided in the supplemental report. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. Remedial action exemption #(B)(4) was granted to stryker by FDA on (B)(4) 2013. Due to the reported death for this patient, this event is being filed on a 30 day report. Not returned.